Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving 20 mg/ml of hydromorphone at 5 mg/day via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that the patient¿s pump had flipped. It was indicated that the patient had flipped the pump, resulting in the hcp being unable to read the pump. Fluoroscopy was performed. The patient was reported as having demanded a 40 ml pump, but decided it was too large after having it implanted. The pump flipped several times and it was decided to explant and replace the pump with a 20 ml pump. Additional information was received from the manufacturer's representative on 2017-feb-13. Initial reporter information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.